Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The representative reported that at the time of the report it was unknown what medication this device system delivered. Non-malignant pain was the indication for use. The patient's skin broke down by the incision site and antibiotic intervention was required for the pump site wound. The issue was unresolved at the time of the event. At the time of the report the patient's status was unknown. Surgical intervention did not occur and it was unknown if it was planned. The device remained implanted and in-service. Additional information was requested to clarify medication information, medical history, event date, wound details, troubleshooting and resolution. Should additional information be received a supplemental report will be filed.